Event description:
Customer reported a minimum fill notification. Reportedly, the customer was over filling the cartridge. The customer re-loaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.